Event description:
A pt on lvad support was lying in bed when the dual drive console sounded a low pressure alarm and the vad was noted to be not pumping. The vad was pumped with the emergency hand pump until a backup vad driver could be connected. There was no effect on the pt. The dual drive console was investigated on-site and a crack in a pneumatic tubing line in the driver was identified as the cause of the incident. The cause of the crack is being investigated to determine the need for any corrective action.